Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to allege that all of his infusion set sites have been leaking for the past two weeks. No adverse event reported.a request was made for the return of the device.